Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 442 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose. Customer states past second o ring was leak and air bubble start appearing. Customer states cannula was bent. The reservoir will be and insulin pump will not be returned for analysis.